Manufacturer narrative:
Device available for evaluation: only the perc lead was returned.

Event description:
It was reported that the patient had extensive driveline taping and a clamshell at his controller connection. The patient never had alarms associated with his driveline so the account had left the driveline alone. The patient called the account on (B)(6) 2021 stating that he got a red heart alarm and a wrench when his driveline bended a certain way. Technical support noted that the patient may have a short to shield driveline issue. Log files and x-rays were requested. The patient was getting alarms on wall power. The account told the patient to stay on battery power. The patient was out of town but stated he would return to the account for x-rays and log files when he gets back into town on (B)(6) 2021. It was reported that the patient had a red heart alarm and wrench a few times while on wall power on (B)(6) 2021. The percutaneous lead was not exposed to trauma. The patient had not gained or lost weight. The patient stated that both alarms happened while he was getting into bed. The patient was lightheaded and dizzy during one of the alarms. The patient's entire driveline except for about 2 inches near the exit site had rescue tape on it. The account planned to discuss a driveline repair for the patient. A review of the log file noted 6 pump stops and 24 low speed advisories intermittently from (B)(6) 2021. Speed drops were as low as 0 revolutions per minute (rpm). The issues appeared to be occurring only while the pump was connected to the power module. X-rays appeared to display a couple areas of concern. A driveline repair was scheduled for (B)(6) 2021. A driveline repair was performed approximately 2.5 inches from the exit site on (B)(6) 2021. The patient was placed on a grounded patient cable without issue following the repair. The percutaneous lead was returned for analysis. The issues resolved following the driveline repair. The patient was doing well and was asymptomatic. The patient was to be seen in clinic on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. Evaluation of the returned driveline also confirmed the separation of the bend relief from the metal connector. The submitted log file (cs-149916 a4140837) contained data spanning from (B)(6) 2021 23:19:11 through 2021 08:27:16. The log file captured 14 low speed hazards including 6 pump stops on (B)(6) 2021 and (B)(6) 2021 while the patient was supported by the power module. The pump stops were accompanied by low speed events as low as 0 rpm. There were also power elevations as high as 14.0 watts during the low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. X-rays of the patient¿s external portion of driveline revealed two areas of possible braided shield breakdown. X-rays of the internal portion of the driveline were unremarkable. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed throughout the length of the entire driveline. Full fractures of the silicone jacket were observed between the bend relief and metal connector as well as adjacent to the clamshell repair. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout. Areas of more severe breakdown were observed approximately 0-8¿ and 9.5¿ from the metal connector. Microscopic inspection of the wires revealed a breach in the insulation of the brown wire approximately 1¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test confirmed current leakage in the insulation of the brown wire and did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. On (B)(6) 2021 tech services (B)(6) arrived onsite for driveline evaluation/repair. Performed repair ~2.5" inches from the exit site. Perc lead replacement performed per op 1005966 rev f. Post repair tethered patient on grounded patient cable without issue. The issues resolved after the repair, and the patient was doing well with no symptoms. The patient was scheduled to be seen in clinic thursday. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21feb2013. No further information was provided. The manufacturer is closing the file on this event.